Event description:
The device defibrillator was said to have charged spontaneously when placed onto the stretcher rail. The reporter alleged this occurred due to an interference fit between the apex paddle charge switch and the stretcher rail.